Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a revision surgery of an over stuffed hemi implant. Wanted to downsize to a 41 head. Took old implant out, cleaned female taper, cleared soft tissue and impacted new 41x15 head taper wouldn't engage. Had to use old oversized implant.

Event description:
It was reported that the patient underwent a revision surgery of an over stuffed hemi implant. Wanted to downsize to a 41 head. Took old implant out, cleaned female taper, cleared soft tissue and impacted new 41x15 head taper wouldn't engage. Had to use old oversized implant.

Manufacturer narrative:
H6: the complaint device was returned for investigation. Upon inspection, the simpliciti humeral head had marks on the articulating surface which could have occurred during decontamination prior to investigation. The underside non-articulating surface of the device appears to be in good condition free of any scratches or damage. The taper of the humeral head appeared to be as manufactured but with some slight damage to the very distal edge of the taper. This damage could have occurred during attempts to implant the device or possibly during decontamination. Overall, no obvious defects are noted during the visual inspection. The humeral head was placed on a size 1 nucleus and engaged the taper with no issues noted. The device appeared to function as intended.